Event description:
It was reported by the customer that the spring wire guide (swg) unraveled during the procedure. As a result, the user removed the swg in its entirety without difficulty or complications to the patient. A follow up chest x-ray was performed to verify that they were no fragments left behind. There were no reported patient complications.

Manufacturer narrative:
Sample will not be returned for evaluation.